Event description:
The customer reported that the image appears to be blooming.

Manufacturer narrative:
This MDR is related to ge healtcare. The system was repaired, found to be operating as intended, and released to the customer for use.